Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while implanting the right ventricular (rv) lead, it was noted that the rv lead exhibited low sensing. The lead was not used. The patient was in stable condition.